Manufacturer narrative:
The lifeband in the complaint has not been returned for investigation. Therefore, a physical investigation cannot be performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Event description:
During an arrest yesterday, the autopulse platform was put under the patient but before the patient was positioned on it, the doctor decided he didn't need it. When taking the autopulse platform off from under the patient, the radiographer noticed that one of the clips of the autopulse lifeband (lot 197742) had become loose and came off. Luckily, the site didn't need the autopulse platform again for the patient. No impact or consequence to the patient. While changing the band, we noticed the new autopulse lifeband (lot 197354) came loose too. The medical engineering dept was called to check the device and bands. The second lifeband came loose because one of the clips was broken, which the customer suspects must have happened while inserting this band. So, they changed to yet another lifeband. This worked perfectly well. No patient involvement.

Manufacturer narrative:
The reported complaint that one of the clips of the autopulse lifeband (lot 197742) had become loose and came off was not confirmed during the visual inspection or functional testing. No damage or issues were observed. The lifeband performed as intended. During the visual inspection, the tyvek liner shows slight wear from use but no damage. Belt clip stitching, velcro fasteners, hinged belt guides, and belt guide locking tabs are undamaged and functional. The white band material, chest compression pads, reinforcement plastic structures, and the breakaway link are all intact and in proper condition. Functional testing of the returned lifeband was performed using a known good autopulse platform. The lifeband could be installed as intended without issues. The lifeband was able to perform compressions for 15 minutes on 30:2 mode using the normal manikin without issue.